Event description:
A surgeon reported that following an intraocular (iol) implant surgeries, an unknown number of patients had peripheral small fibrils that extended from the anterior capsulotomy onto the surface of the lens and peripheral excursions on the surface of the iol. Postoperatively, sometimes the fibrils extended so far centrally that yag procedures were required. No further information is expected.

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The surgeon was unwilling to provide further information. (B)(4).